Manufacturer narrative:
Concomitant product: 694965 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited rv defibrillation impedance spikes that were suspected to be caused by lead interaction with a capped lead. In addition, there was an oversensed beat observed in the rv tip to ring configuration as well as noise present on the electrogram. Reprogramming was performed to reduce lead sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.